Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room for syncope. The pulse generator exhibited backup vvi mode, no output was noted the device could not be interrogated. The patient had to be paced externally. The device was explanted and replaced, the patient condition was normal.